Event description:
It was reported that during the atrial fibrillation ablation with farawave procedure to treat atrial fibrillation, versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the device was handed to scrub tech using normal sterile technique. Device was observed to be prepped in accordance with instructions for use (IFU). Wire was placed into patient. When the scrub went to place the dilator over the wire, the dilator would not go. It was attempted a couple times. The physician also tried but was unsuccessfully as well. Peeling up of the coating was noted and it was decided to replace the device. The insulation striped off from the proximal end. Hence, the device was replaced. The procedure continued and was completed. No patient complications have been reported. The has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device was visually analyzed and bunching observed on proximal end of ptfe. No damage to distal tip noted, and minor delamination along wire body. Additionally, flaring/bunching at proximal transition observed, with minor delamination of ptfe observed distal to bunching and near distal end of wire. During device-to-device interaction test, the dilator was attempted to be inserted over the proximal end, and was confirmed to be unable to advance over rf wire. Wire body outer diameter was out of specification near damage but within specification further along mandrel. The reported allegation is confirmed based on the returned device. Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported that during the atrial fibrillation ablation with farawave procedure to treat atrial fibrillation, versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the device was handed to scrub tech using normal sterile technique. Device was observed to be prepped in accordance with instructions for use (IFU). Wire was placed into patient. When the scrub went to place the dilator over the wire, the dilator would not go. It was attempted a couple times. The physician also tried but was unsuccessfully as well. Peeling up of the coating was noted and it was decided to replace the device. The insulation striped off from the proximal end. Hence, the device was replaced. The procedure continued and was completed. No patient complications have been reported. The has been received at boston scientific's post market laboratory where it is awaiting analysis.